Manufacturer narrative:
The reagent lot number is 817039. The expiration date was requested but not provided. The investigation reviewed the calibration and qc data; the results were within specifications. The field service engineer (fse) inspected the module, particularly the washing station and reagent probe calibration. He replaced the sample probe and performed calibrations, qc, and daily routine maintenance with acceptable results. The module was verified to be performing again within specifications. The investigation determined the event was consistent with an issue with the sample probe. Based on the provided data, a general reagent problem was excluded because calibration and qc are acceptable. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable cholesterol gen.2 result from one patient sample tested on the cobas 6000 c501 module. The initial result from the module was 142.8 mg/dl. The initial result was reported outside the laboratory and contested by the patient as incompatible with their medical history. The repeat result from another c501 module was 237.8 mg/dl. The repeat result was deemed compatible with the patient's history.